Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient met with their healthcare professional (hcp) on (B)(6) 2014. It was noted that impedances were measured and the impedance between electrodes 9 and 10 were 310 ohms. The reporter stated the patient was in the hospital today and it was planned to check the impedances again. The reporter further stated that if it was not possible to change the contacts and stimulate without contact 9, the hcp would want to replace the lead. Additional information received reported that on (B)(6) 2014, the patient¿s right side was reprogrammed. The reporter stated that impedance between 9 and 10 was 40 ohms. The reporter further stated that when impedances were measured with 9 or 10 against the case, the impedances were fine. It was noted the patient was reprogrammed the right side to include the case. It was further noted the ins showed 2.84 v. The reporter stated the patient¿s hcp wanted to wait for the moment to see how the patient feels with the new programming. Additional information was requested, but was not available as of the date of this report.